Event description:
Patient experienced several vad alarms for low rpms (7000) in addition to red heart alarm. Work-up revealed "internal driveline insulation fraying/stretching." Thoratec recommended the vad be exchanged.